Event description:
It was reported that a lead integrity alert (lia) was triggered on the right ventricular (rv) lead due to out of range impedance, oversensing and high short interval counts (sic). Three days after the lia alert, the pace and sense portion of the lead was capped, a new pace/sense rv lead was implanted and the high voltage portion of the existing lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).